Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected ramping noted during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
It was reported by the customer that their insulin pump was ramping up numbers without user input. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.